Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient was implanted with a bard/davol flat mesh and a non-bard/non-davol mesh during an unspecified pelvic procedure. The attorney alleges the patient suffered pain, disability, and impairment.

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: (B)(4)

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney has not provided medical records. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.